Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error. The customers blood glucose level was 8.3 mmol/l. The caller was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had blank solid white lcd display due to electronic assembly moisture damage. During visual inspection, motor and force sensor had moisture damage. Unable to verify critical pump error or open book image due to blank solid white display.